Event description:
It was reported that the user experienced elevated blood glucose after not being connected to the ilet since the prior evening and after eating a meal that included potatoes, broccoli, cheese, soda, and candy. The reported glucose reached 366 mg/dl and subsequently decreased to 105 mg/dl after reconnection and follow-up. The user also noted not typically meal announcing. Symptoms included hyperglycemia without reported complications. Outcomes included recovery without medical intervention, no emergency treatment, and no hospitalization. Investigation included user interview, case review, and troubleshooting and education completed during follow-up. Investigation of this case revealed that the elevated glucose was associated with therapy interruption due to the device being shut off or disconnected and the absence of meal announcement, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and interruption of insulin delivery rather than a device failure.